Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation. The data in memory was used to track the battery voltage in relation to the temperature that the device was exposed to over the last year. The device records both battery voltage and temperature each day. The data shows that the battery voltage varied in accordance to the temperatures it was exposed to. The battery fluctuations were due to temperature exposure. The colder temperatures can cause the battery voltage to dip to the point where a code 1003 can be issued. Analysis determined that the code 1003 was induced by exposure to cold temperatures while in its shipping box.

Event description:
Boston scientific received information that at pre&#12877;plant, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was never in service. No adverse patient effects were reported.